Event description:
It was reported that the hammer was broken and there was a defect in the connecting pin. No further information was provided. (B)(4).

Manufacturer narrative:
The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The hammer was returned for inspection but the pin was missing. The results of the hole measures of the hammerhead show that possible tolerance problems between the pin and the hammer may have cause this malfunction. However, as the pin was not returned, no measurements could be performed. The instrument was repaired and sent back to the customer. Conclusion: the complaint is considered indeterminate from a manufacturing perspective and no product fault could be found. Placeholder.